Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. It was reported that within weeks of the procedure she was feeling extreme pain in lower back and abdomen, migraines, bloating, nausea and stomach pain. The consumer was ignored by the physician that implanted these devices and had to seek another doctor. The new physician performed a hysterectomy on (B)(6) 2013. The essure coils were removed during this surgery and all symptoms disappeared afterwards. Follow up from (B)(4) 2015: no new information provided. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed extreme pain in lower back and abdomen. She was submitted to a hysterectomy with devices removal and recovered from the events. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Abdominal, pelvic, back and uncharacterized pain may occur with essure therapy. In this particular case, a close temporal relationship between essure insertion and the events was reported. Given this information and considering consumer's symptoms disappeared with devices removal; causality between the reported events and the suspect insert cannot be excluded. Due to the required intervention, this case was considered an incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be requested since this is a health authority case.

Manufacturer narrative:
Ptc investigation result received on 29-jul-2015 ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed extreme pain in lower back and abdomen. She was submitted to a hysterectomy with devices removal and recovered from the events. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Abdominal, pelvic, back and uncharacterized pain may occur with essure therapy. In this particular case, a close temporal relationship between essure insertion and the events was reported. Given this information and considering consumer's symptoms disappeared with devices removal; causality between the reported events and the suspect insert cannot be excluded. Due to the required intervention, this case was considered an incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information will be requested since this is a health authority case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Duplicate case identified on 26-may-2016: this case was considered medically confirmed. As per reconciliation table received from (B)(4), this case was duplicated under the case number (B)(4). All information, documents and reference numbers from the duplicate case (B)(4) were transferred to the case (B)(4) and the case (B)(4) will be deleted. Correction (26-may-2016) following company internal review: the case was not considered medically confirmed. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed extreme pain in lower back and abdomen. She was submitted to a hysterectomy with devices removal and recovered from the events. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Abdominal, pelvic, back and uncharacterized pain may occur with essure therapy. In this particular case, a close temporal relationship between essure insertion and the events was reported. Given this information and considering consumer's symptoms disappeared with devices removal; causality between the reported events and the suspect insert cannot be excluded. Due to the required intervention, this case was considered an incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information will be requested since this is a health authority case.